Event description:
The following has been reported: motor rotation error code 01-0001. Incident occurred when ocs test was being completed after a line is put into the pump. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.